Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). It was noted that the cannula did not deploy. The pod was worn between 4 and 24 hours. No information was provided on how the hyperglycemia was treated. Device was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l, >500 mg/dl). It was noted that the cannula did not deploy. The pod was worn between 4 and 24 hours. No information was provided on how the hyperglycemia was treated. Device was discarded.